Manufacturer narrative:
(B)(4). Device evaluation pending. Issue reported as alert could not be cleared by operator.

Event description:
It has been reported that device did not pass self diagnostic check.